Manufacturer narrative:
(B)(4). Visual examination of the returned product found signs of use (nicked or gouged) and the dovetail feature is flared and compressed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Damage to the articular surface can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. Detailed instructions for inserting the articular surface are provided in persona the personalized knee surgical technique (97-5026-001-00, rev. 13) pg. 44-45. This complaint was confirmed. The root cause is attributed to use error.

Event description:
It was reported that as the surgeon attempted to implant final poly bearing and it would not seat on tibial tray. Product was removed and the surgeon noticed the track on it was imperfect. Opened a new surface and implanted it without incident.